Event description:
It was reported that insulation damage was observed on the right atrial (ra) lead during an unrelated procedure. Upon review of stored electrocardiograms from the device, noise resulting in oversensing and inappropriate mode switching was observed on the ra lead. The lead was repaired to resolve the event and the patient was in stable condition.